Manufacturer narrative:
Button error followed by intermittent buttons due to a corroded keypad. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and a minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm while trying to input a bolus. The customer reported wearing the device in her bra and sweating on it. The customer's blood glucose level was 167 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.